Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a legal representative of the patient regarding a patient implanted with an implantable neurostimulator (ins) for other pain indications. It was reported that the patient had back surgery in (B)(6) 2003 to scrape scar tissue from back and spinal column. No further complications were reported or anticipated.